Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There is no further patient information provided by the customer. Patient identifier - multiple = (B)(6).

Event description:
The customer reported falsely decreased architect tsh results on ten patients. The results provided on (B)(6) 2018 - (B)(6) =3.63/182.31; (B)(6) = 2.13/94.88; (B)(6) = 0.28/2.62; (B)(6) = 0.23/1.99; (B)(6) =0.28/3.15; (B)(6) = 0.41/5.80; (B)(6) = 0.91/5.22; (B)(6) = 0.52/3.94; (B)(6) = 0.37/2.50; (B)(6) = 0.26/2.23. There was no reported impact to patient management.

Manufacturer narrative:
A review of the instrument logs submitted did not find any instrument problems. The controls initially gave acceptable results, but when controls were re-run after the false depressed tsh results were observed, they were all running less than 0.025. A review of tickets determined normal complaint activity for lot 87049ui00 and no trends were identified for the product for the complaint issue. Return testing was not completed as returns were not available. Accuracy testing was performed using a retained kit of lot 87049ui00 and all specifications were met, indicating the lot is performing acceptably. Historical performance in the field of reagent lots using world wide data through abbottlink was evaluated. The patient median result for the lot is within established baselines and comparable with all other lots in the field and confirms no systemic issue for the lot. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. A review of labeling concluded that the issue is adequately addressed. Based on the investigation no product deficiency was identified for the architect tsh, lot 87049ui00.